Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The root cause could not be determined.